Manufacturer narrative:
H3) the catheter was returned for analysis. They were not able to confirm the failure. They were not able to confirm the leak of the returned catheter. A visual examination revealed two areas that were possibly the reported leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a procedure. It was reported that the catheter was leaking at the junction of the clear and blue connection on the catheter. They replaced the catheter and after the surgeon took it out of the head, the outer sheath came off completely. They were able to place a new catheter and laser fiber. There was a delay of less than one hour. There was no impact on the patient's outcome.